Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown reason. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical and functional test. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The device functioned normally during pal testing. Review of the previous service record revealed no issues that could have caused the iipv. The cause of the additional iipv was determined to be: insufficient drain, use error tidal ultrafiltration removal set too low. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 5. The tidal volume was 1360ml; ultrafiltration was 1615ml, giving a drain volume of 2975ml which meets baxter?s iipv criteria. No patient injury or medical intervention was reported.